Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty of (B)(6) 2015. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2014 due to elevated metal ion levels and pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to systemic metal toxicity, pain and an overly inclined acetabular cup. Operative report further noted synovial fluid, reactive synovium and mild corrosion, chronic synovitis with marked fibrosis and focal necrosis, acute inflammation and foreign material during the revision procedure. The modular head, acetabular cup and liner were removed and replaced with a biomet head and competitor cup and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left hip hemiarthroplasty on (B)(6) 2009. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2014 due to elevated metal ion levels and pain. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to systemic metal toxicity, pain and an overly inclined acetabular cup. Operative report further noted synovial fluid, reactive synovium and mild corrosion, chronic synovitis with marked fibrosis and focal necrosis, acute inflammation and foreign material during the revision procedure. The modular head, acetabular cup and liner were removed and replaced with a biomet head and competitor cup and liner. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left hip hemiarthroplasty on (B)(6) 2009. Subsequently, patient underwent a right hip revision procedure in 2014 due to elevated metal ion levels and pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty of (B)(6) 2012. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2014 due to elevated metal ion levels and pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to systemic metal toxicity, pain and an overly inclined acetabular cup. Operative report further noted synovial fluid, reactive synovium and mild corrosion, chronic synovitis with marked fibrosis and focal necrosis, acute inflammation and foreign material during the revision procedure. The modular head, acetabular cup and liner were removed and replaced with a biomet head and competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2015-00902 / 00903).